Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the terminal area shows a fractured cathode (inner) conductor coil at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, this lead exhibited high pacing thresholds due to poor placement and possibly poor lead to tissue contact. The lead experienced placement difficulty. The lead helix was difficult to be extended when it was attempted to be retracted the helix and reposition the lead; the helix would not retract. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.